Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call delivery anomaly on the insulin pump. Troubleshooting for delivery anomaly was performed. Customer advised they experienced high blood glucose levels for 2 days and were using manual injections to treat themselves. Customer advised they changed out their infusion set three times and used two different types of insulin. Customer advised when trying to input the carbs into the bolus wizard the insulin pump showed not applicable to the active insulin. Customer felt insecure about the insulin pump and was told to get a new one from the hospital.